Event description:
It was reported that a pt was diagnosed with an abdominal wound infection following a pubovaginal sling procedure performed at another facility one month earlier. The pt was taken to the or where the dr debrided the wound after which the pt was placed on antibiotics and released. There was no infection noted at the midline urethral incision. Pt has since healed and is still continent. No further complications were reported.